Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation found the upper ultrasonic sensor had a burn mark during testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the evaluator observed a burn mark on the ultrasonic sensor. No additional information is available.